Manufacturer narrative:
Investigation ongoing to identify the reported issue.

Event description:
On (B)(6) 2023, after 6 hours of use of a nautilus oxygenator, blood was exiting from the gas exhaust port, approximately 2-5ml in volume. The circuit had been primed for 12 hours with plasmalyte prior to use. The device was replaced to complete the procedure. There was no adverse patient effect.